Event description:
It was reported that there was an issue with the product 27040xa ceramic inner tube. According to the information received via medwatch mw5113666 the plastic tip of resectoscope broke off in a patient while undergoing a transurethral resection of prostate. Plastic piece retrieved under direct vision. No injury to patient. The tip of the inner sheath of the resectoscope broke. This happened not during active resection, but a crack was heard after irrigation was started when the sheath was replaced post draining chips from the bladder. The case was completed with a second set. No account or contact information has been provided for additional information regarding patient information.

Manufacturer narrative:
The manufactures internal number is (B)(4). The facility site is undetermined and therefore product request could not be completed. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited.

Manufacturer narrative:
The manufactures internal number is (B)(4). The product was not returned to karl storz tuttlingen. Therefore, the product identification could not be carried out in our warehouse. IFU 97000126 v:3.0_03/2019 warns sheaths with ceramic beaks must be handled carefully. Sheaths must be checked for cracks or other damage each time they are used. Damaged sheaths must neverceramic beak may have been caused by pulling the inner shaft out of the outer shaft at be used. Only use obturators specially designated for sheaths with ceramic tips. Unsuitable obturators may cause damage to the ceramic tip. Based on similar complaints in the past, user error is assumed. Based on the reported damage , the breakage of the ceramic beak may have been caused by pulling the inner shaft out of the outer shaft at an angle. When the inner shaft is pulled out of the outer shaft at an angle this presses the ceramic against the outer shaft and can cause it to break. In addition, the IFU points out that the ceramic beak should be checked for damages before use.